Event description:
It was reported that a patient underwent a left hand laceration closure procedure on (B)(6) 2012 in the emergency room and topical skin adhesive was used. The patient experienced burning and stinging at the application site. The surgeon planned to remove the topical skin adhesive with petroleum jelly.

Manufacturer narrative:
The actual and representative samples were returned for evaluation. The devices were visually and functionally evaluated. The device met performance specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Chemical testing was performed and it met requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.